Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. Prior to the procedure, the right atrial lead exhibited failure to sense issue. The lead was capped on (B)(6) 2022. The patient was in stable condition.